Event description:
It was reported that during a sleeve gastrectomy, first two firings were fired as normal. Then switched to green reload. Dr went to fire the first of the green reloads and the stapler did not fire at all. The first green reload was discarded an another opened. Dr then tried to fire the next green reload and the same thing happened and the stapler did not fire. Another stapler was opened and the stapler performed normally and the case was completed. The surgery was delayed by 2 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: batch # 792c45. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received unfired. In addition another gst60g was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 792c45, and no non-conformances were identified.